Manufacturer narrative:
Device remains implanted. If additional information is received, it will be reported on a supplemental report.

Event description:
Surgeon was trying to seat the most distal locking screw in the axsos proximal humeral plate. The locking screw would not fully seat and locked in roughly 2mm proud.